Event description:
It was reported by the patient that the remote monitor was not receiving power. A second wall outlet was tried, but it did not resolve the issue. A new power cord will be sent to try. No patient involvement or complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. Another wall outlet was tried but the situation did not resolve. A new power cord was sent, but now the monitor has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to defective diode and transistor components. It was also noted that the monitor would not pass modem testing due to a component burn.